Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge rapidly depleted from 90% to 55% battery life on one occasion, then from 100% to 35% on another occasion. There was no impact to the customer's blood glucose level. It was indicated that an alternate pump was available for diabetes management.